Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on the same day of the adc device application, a ¿replace sensor¿ error message was received and as a result, the customer was unable to self-treat due to unspecified symptoms. The customer was seen by a healthcare professional who provided medical treatment however, no treatment details were reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that on the same day of the adc device application, a ¿replace sensor¿ error message was received and as a result, the customer was unable to self-treat due to unspecified symptoms. The customer was seen by a healthcare professional who provided medical treatment however, no treatment details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.